Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis the final assessment is: rupture: striated edge opening on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, rupture found at surgery.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture. The device has been explanted and replaced.